Manufacturer narrative:
Batch review performed on (B)(6) 2022 lot 2002483: (B)(4) items manufactured and released on 16-july-2020. Expiration date: 2025-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 20 days after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (13 mm to 14 mm) and the surgery was completed successfully.